Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous lesion in the circumflex (cx) artery. The ht versaturn guide wire (gw) was positioned together with a non-abbott guide wire, but the versa turn gw became prolapsed. During removal of the versaturn guide wire, resistance was met and the gw became kinked and delaminated. A coronary perforation with pericardial effusion occurred. The patient was treated with medication and a stent was implanted to complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that instructions for use (IFU) hi-torque guide wire, states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not allow the guide wire tip to remain in a prolapsed condition. In this case, the prolapsed technique of positioning the guide wire does appear to have caused or contributed to the reported difficulties. The reported patient effect of perforation is listed in IFU as a known patient effects of the procedure. The investigation determined the reported difficulties and subsequent perforation and pericardial effusion appear to be related to user error. In this case, the prolapsed technique of positioning the guide wire appears to have caused the guide wire to kink and appear peeled/delaminated resulting in the difficulty to remove. Manipulation of the prolapsed guide wire likely resulting in the reported perforation and pericardial effusion. There is no indication of a product quality issue with respect to manufacture, design, or labeling.